Event description:
Sales rep requested that a new pcl kit be sent to clinic along with a director drill guide system. Product services assistant notified sales rep that they did not have the director drill guide system on hand but would be able to include a guide handle, aimers and bullets. Kit was shipped and received at clinic. Four days later the pt was prepped and placed under anesthesia and at that time it was noticed that the kit was missing the requested additional equipment. The case was cancelled. No pt injury or complications resulted. The procedure was rescheduled and completed without issue.